Event description:
Reportedly, during patient use, the 'alarm silence/reset button' was found to be stuck and the led (light emitting diode) was illuminated. There was no medical intervention or adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4).